Event description:
The complaint involved a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock. On an unspecified date, both manifolds were reportedly leaking an unspecified fluid outside of the fixed collar. There was no report of any human harm.

Manufacturer narrative:
Two used. List #am6154 were returned for evaluation. As received, no significant damage or anomalies were noted. No mating device was returned for evaluation. The sets were tested as per procedure and a leak from the adaptor and the subassembly nanoclave manifold bond was observed, no additional leaks along the set were observed. Complaint of leaks can be confirmed based on the physical used sample evaluation. The probable cause is due to an incomplete insertion during manual process assembly in manufacturing. A DHR lot# review could not be conducted because no lot number was identified.